Manufacturer narrative:
The insulin pump was programmed with a 1 unit per hour basal rate and a 4.0 unit bolus delivery. All delivered and completely recorded at the bolus history screen. No daily total anomaly was noted. No history anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call history anomaly on the insulin pump. Customer's blood glucose level was 128 mg/dl. Customer advised during a bolus attempt the bolus was not recorded in the device's history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.